Event description:
It was reported that pump battery lost power faster than it used to, pump warranty had expired and pump could not be repaired or replaced. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no additional troubleshooting was completed.